Manufacturer narrative:
Insulin pump was received with partially broken reservoir tube lip, partially broken retainer, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to broken reservoir tube lip and retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack on the reservoir compartment. Customer's blood glucose level was 7 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.